Manufacturer narrative:
The insulin pump had button error alarm due to corroded keypad traces. No moisture damage found inside the pump. The device was received with cracked display window corner ,scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 154 mg/dl. Troubleshooting was performed. The device was returned for analysis.